Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, g3, g6, h2, h3, h6, h11. Corrected: h1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Review of complaint history identified no additional similar complaints for the reported items. However, as the lot number is unknown, an additional review could not be performed. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
Cmp (B)(4). G2. Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure when trying to use the screw when assembling the trials, the head broke off making it impossible to use. No parts fell into patient, no harm done. Diligence is completed and no further information on the reported event has been provided.